Event description:
It was reported that the patient fell three months ago and for the last two months had no stimulation sensation. An electrode impedance was taken and five of the eight electrodes on the 8-15 channel were over 10000 ohms. An x-ray was taken and the lead appeared to be in place. The manufacturer's representative was able to reprogram around the affected electrodes to achieve stimulation in the pain areas. The patient was receiving effective stimulation therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).